Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09nay, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was later reported the patient received assistance from their manufacturer representative at an appointment on (B)(6) 2014 and their concerns were resolved.

Event description:
It was reported the patient¿s device was implanted on (B)(6) 2014 and when they were recovering in the hospital the patient told them they didn¿t feel well, but the patient was sent home. Three days later, the patient ended up in the emergency room and they took their remote with them because they hadn¿t used it. The patient said they turned blue and had a lot of complications because of their breathing and they had to be moved to the intensive care unit. The patient was in the hospital for 21 days for breathing problems and the patient said it was not device related. The past 3-4 nights prior to report the patient had been getting up to go to the bathroom 3-4 times and the night prior to report they got up 3 times and the third time they had an accident. The patient said their symptoms were okay during the day and the symptoms had a gradual onset, but every night it was worse. It was noted the patient didn¿t drink fluids before bed. The patient stated their trial ¿worked like a dream.¿ the patient hadn¿t driven a car since their device was implanted and they got out of the hospital on (B)(6) 2014. The cause of the breathing problems and hospitalization was unknown. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.